Manufacturer narrative:
Failure analysis noted that the pump was received with a motor error alarms and motor position encoder error alarms confirmed in history file due to motor encoder signal out of phase. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 257 mg/dl. The customer states she wore the insulin pump halfway through an MRI scan. The customer states after the MRI she noticed the motor position encoder error. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.